Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed battery test, charge/battery lasts less than expected, damage (physical or cosmetic), keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, unomedical. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No charge/battery anomaly noted during testing. The test battery was removed and reinserted with no failed test battery alarm noted. The pump responded properly to the button presses. No keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 07/05/2024 01:12:00 after more than 7 days at 14.68 days. Battery cycle 2 received the lowbatteryalert (104) on 06/20/2024 07:10:00 after more than 7 days at 12.82 days. Battery cycle 3 received the lowbatteryalert (104) on 05/25/2024 09:27:00 after more than 7 days at 15.71 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was received with a minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Perform the history review 1 week prior to the event date 26-jul-2024, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. There were no failed test battery alarms or nodelivery (7) alarm noted when performing the history review 1 week prior to the event date 26-jul-2024. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the required tests. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-failed battery test not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Damage confirmed at the front of the pump and at the back of the pump. Activation-keypad/button unresponsive not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.